Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) terminus using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra catheter, non-penumbra sheath and guidewire. During the procedure the physician had difficulty advancing the jet7 into the shuttle; therefore, the jet7 was removed. The physician then advanced the jet7 along with the non-penumbra microcatheter to the face of the clot. The engine was powered on. The physician then injected contrast through the jet7 and noticed the device expanded. Another contrast injection was performed and noticed the carotid terminus had ruptured. The procedure was completed using a balloon occlusion device, coils and a non-adhesive liquid embolic agent. The patient expired one day post procedure and the cause of death is unknown.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00087 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, thrombosis, dissection or perforation, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) terminus using a penumbra system jet 7 reperfusion catheter (jet7), non-penumbra catheter, non-penumbra sheath and guidewire. During the procedure the physician had difficulty advancing the jet7 into the shuttle; therefore, the jet7 was removed. The physician then advanced the jet7 along with the non-penumbra microcatheter to the face of the clot. The physician then injected contrast through the jet7 and noticed that the ica terminus had expanded and then ruptured. The procedure was completed using a balloon occlusion device, coils and a non-adhesive liquid embolic agent. The patient expired one day post procedure and the cause of death is unknown.